Event description:
During the change of collimator, left motor did not receive the order, the light was red, but the right side was locked. Radius began to start and collimator could have fallen down.